Event description:
It was reported the implantable cardioverter defibrillator (ICD) had early battery depletion. The device was explanted and replaced. It was also reported that the atrial lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2004 (B)(6); 4193 implantable pacing lead 2004 (B)(6); d224trk implantable cardioverter defibrillator 2009 (B)(6). (B)(4).